Event description:
Anteroposterior and lateral neck and anteroposterior chest x-rays were received and reviewed. Per the images received, the generator was located in the patient¿s chest. The connector pin insertion as well as the feedthru wires could not be assessed due to the quality of the image. The lead was observed in the patient¿s neck appeared to be routed toward the patient¿s left chest. There is no strain relief loop present. Strain relief bend appears to be present, and placed per labeling. Two tie-downs are also placed per labeling with one tie down and located parallel to the electrodes, however as there was no strain relief loop the second tie down was not placed per labeling. Based on the quality of the image, it is unable to assess if the lead is behind the generator. The lead wires at the connector pin and the connector pin insertion cannot be assessed due to the quality of the x-ray image. Any lead fractures, discontinuities and sharp angles could not be assessed due to the quality of the image. An area where a possible lead break exists has been indicated on the image, however due to the quality of the image, cannot be confirmed to be a true break. Based on the x-rays received, the cause of the high impedance cannot be determined. Note that a microfracture or incomplete pin insertion cannot be ruled out based on the images provided. No additional relevant information has been received to date.

Event description:
It was initially reported that a patient's device is reading with high impedance and the patient's device was in turn disabled. It was also reported that the patient has had an increase in seizures. Further information regarding the patient's generator implanted was received however no lead information was not known by the facility. It was stated that the patient's seizures started worsening since (B)(6) 2019, and the parents and nurse believe it was the result of "something occurring with his vns therapy". Programming history was reviewed for patient and the diagnostics confirmed a low output status, likely associated with the high impedance. Further information was received that the implication from the patient's parents indicate that since (B)(6) 2019 the patient has had an increase in seizures and when the nurse interrogated the device it had high impedance possibly indicated something occurred on or around (B)(6) 2019, as he previously had good seizure control, and then things started worsening. No surgical intervention has been reported to date. No additional relevant information has been received to date.